Event description:
Dr. Stated that temperature ports on anesthesia breathing circuits open easily during procedures. Dr. Reported that 3-4 incidents involved pts, however, no pt injury occurred and no medical intervention was required as a result of the reported condition. The physician stated that the condition was noticed when the anesthesia machine's leak alarm became activated. Per physician as soon as a "leak" was noticed the pt was assessed and the equipment was evaluated. Dr. Reported that evaluation of equipment revealed that the temperature port opened and/or was loose. Per dr. Temperature port was immediately closed. Per physician the port would not reopen once it was closed. Physician indicated that now when a "leak" alarm is activated "the temperature port is checked "immediately." No other info provided.